Manufacturer narrative:
Additional information was received on november 12, 2021. An explant is planned for (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2022. In addition to the issues reported initially, the patient also experienced capsular contracture. The capsular contracture was thought to have been possibly caused when the patient received chest compressions during an unrelated surgery. Reason for device explant and/or reoperation: capsular contracture/rupture/chest injury manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation with a 590cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was confirmed through a physical examination and medical imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.